Manufacturer narrative:
One medfusion pump was received with a cracked bottom case. The event history log was reviewed and there was a check clutch/ plunger lever error in the history. Multiple flow and occlusion tests were performed. The reported issues could not be duplicated. The cause of the issue was unable to be determined. The clutch's left and right with lead screw and spring were replaced as a preventative measure since the parts were over 5 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump would not pass occlusion test and the clutch slips. There was no patient involvement.